Event description:
During preparation for an ablation procedure to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that irrigation port of the catheter was obstructed and the tip wasn't flushing as expected. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device was received by boston scientific for analysis. Visual inspection did not reveal any defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The device passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for an ablation procedure to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that irrigation port of the catheter was obstructed and the tip wasn't flushing as expected. The catheter was exchanged and the procedure was completed successfully with no patient complications.